Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was suspected of a fracture. Noise was reproduced during a routine follow up through arm movements and the noise was noted on both the pacing and shock channels. Non-sustained ventricular tachycardia (nsvt) were also recorded. The patient was hospitalized and the plan is to perform a lead revision in the next few days. Subsequently, this rv lead was deactivated and a new competitor system was implanted. No additional adverse patient effects were reported. This device remains implanted but electrically deactivated.